Manufacturer narrative:
The previously reported device code (B)(4) is not applicable to this event

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that a patient had his pump turned off "about a year and a half ago" as the pump was not putting any drugs into the patient's system. When it was time to refill the device, "nothing had dripped out." No patient symptoms, drug, intervention, or outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) that the patient was receiving morphine (dose and concentration unknown) via an implantable infusion pump.